Manufacturer narrative:
(B)(4).

Event description:
A patient in columbia was undergoing a dialysis with a revaclear dialyzer. During treatment it was noted there was an external blood leak from a cracked red cap. The blood was not returned to the patient resulting in an estimated blood loss of 150 ml. Reportedly, the patient was alright following this event.